Manufacturer narrative:
Awaiting return and evaluation of device.

Event description:
Clinician conducted electrotherapy treatment on the shoulder. The pt completed the treatment and the clinician stopped the treatment. The clinician noted post treatment that the pt suffered skin redness if the area of treatment under the electrodes. The pt did not require any post medical injury treatment. The pt had received electrotherapy treatments prior to this incident. The clinician treated the pt using 4 pole interferential with the intensity set of 28ma. The frequency and timer settings are not known. The clinician used 2 1/2" electrodes. The treatment electrodes were previously used electrodes. The clinician could to recall the date the lead wires had been replaced. The pt does not have any pre-existing conditions.